Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, once the opticross catheter was turned on, the physician heard a loud noise and the mdu came to a stop. Imaging showed that the catheter appeared to be twisted. The physician had difficulty removing the opticross catheter but was eventually able to remove it. Another opticross catheter was then used to successfully complete the procedure. There were no patient complications. It was further reported that the stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery and the patient status is stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window was twisted. Microscopic inspection revealed no damage to the distal tip or guidewire exit port assembly. A test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. Rotational testing could not be performed due to the condition in which the device was returned. Media returned by the customer was inspected and showed the device box and the imaging window was twisted. Based on the evidence, the as reported codes for catheter material twisted, unusual noise from motor drive/sled during pulling back, catheter resistance/friction, and motor drive dead/transducer not spinning are confirmed.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, once the opticross catheter was turned on, the physician heard a loud noise and the mdu came to a stop. Imaging showed that the catheter appeared to be twisted. The physician had difficulty removing the opticross catheter but was eventually able to remove it. Another opticross catheter was then used to successfully complete the procedure. There were no patient complications. However, it was further reported that the stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery and the patient status is stable.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, once the opticross catheter was turned on, the physician heard a loud noise and the mdu came to a stop. Imaging showed that the catheter appeared to be twisted. The physician had difficulty removing the opticross catheter but was eventually able to remove it from the patient. Another opticross catheter was then used to successfully complete the procedure. There were no patient complications.